Manufacturer narrative:
Device passed displacement test, self test, force sensor test, prime or seating test, basic occlusion test, occlusion test and rewind test. No bolus anomaly noted. Device passed the delivery accuracy test at 0.08710 inches. Pump error 63 alarm during self test and confirmed in the device history file due to broken trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer experienced low blood glucose of 40 mg/dl and treated with food. Customer was using the insulin pump within 48 hours of reported event. The auto mode on the insulin pump was active and was automatically adjusting insulin delivery during the event. Caller alleges that the insulin pump was over delivering insulin and delivering bolus without programming. Troubleshooting was performed and caller reported that reservoir was showing the same amount of insulin that was shown on the status screen. Insulin pump also received a pump error alarm and was able to clear alarm. Insulin pump did not pass self-test. Insulin pump is expected to return for failure analysis.